Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : previous DHR review under (B)(4). No non-conformances on this batch. Final micro and sterility tests passed. Complaints review: a complaint database search on the provided lot number found 2 additional reports, however no other incidents related to implant loosening. Total for lot no: 3 (B)(4).

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2015, patient received an elective attune right total knee arthroplasty to address primary osteoarthritis with varus deformity. The procedure was completed without complications. Depuy bone cement was utilized (2 batches) and the patella was resurfaced.. On (B)(6) 2020, the patient's right knee was revised to address pain, unspecified dysfunction, and probable loosening of the tibial tray, possible loosening of the femur. The revising surgeon indicated that the femur was not loose, but that the tibial tray was. He did not specify the interface(s) of implant loosening though. The femur, tibial tray, and tibial insert were all revised; the patella component was retained. An attune revision knee construct was re-implanted. Doi: (B)(6) 2015 dor: (B)(6) 2020 right knee.